Manufacturer narrative:
Conclusion: no device was returned for analysis as the device remains implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are listed as potential adverse events associated with the use of the device in the instructions for use (IFU). Multiple factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history, and procedural factors. The formation of thrombus can be affected by factors such as medications or pre-existing patient conditions. Prosthetic valve thrombosis is also a potential risk listed in the IFU and its presence and rate of formation is largely dependent on patient condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve, a dissection with bleeding was noted during initial access in the left femoral artery but was reported to be unrelated to medtronic product and occurred prior to insertion of the delivery catheter system (dcs). The femoral arteries were reported to be diseased and tortuous. A decision was made to have vascular surgeons treat the vessel injury at the end of the valve implant procedure and an 18 french medtronic external sheath was placed for valve delivery using a direct approach while temporarily sealing the bleeding vessel. No pre-implant balloon aortic valvuloplasty (bav) performed due to concerns of rupture risk from sinotubular junction (stj) calcium and because the minimum annulus axis was 18 mm but no balloon smaller than 18 mm was available. The native valve had mild-moderate calcification. After the valve was successfully deployed, a heparin reversal agent was administered and the 18 french sheath was left in the vessel while waiting for a vascular surgeon. The vessel clotted off as a result. The vascular surgeons performed a thrombectomy and vessel laceration repair. Following the procedure, once the patient was fully awake from general anesthesia, a stroke was suspected. Computed tomo graphy (CT) imaging confirmed a frontal and left posterior inferior cerebellar artery (pica) stroke. No treatment was prescribed. Per the physician, the cause of stroke was unknown but possible factors were reported to be the large thrombus burden, early reversal of heparin while a large sheath in the femoral artery, calcium, and non-vitamin k oral anticoagulant (noac) therapy for pulmonary embolism with reversal occurring the day of the procedure. Two days post-implant, it was reported that the patient was moving all limbs but remained delirious. The patient was reported to be neurologically impaired and under palliative care. No additional adverse patient effects were reported.